Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a sensor error and calibration error alert on the sensor. Customer stated that he had high blood glucose readings in the upper 400's mg/dl. Customer received another sensor error during the call. Customer opted to skip the carelink upload due to inconsistently high isig readings with multiple sensors. Customer was not able to run a test plug procedure since they do not have the test plug. Customer stated he just changed the infusion set about an hour ago. Customer will also be sent a test plug to test the transmitter.